Event description:
(B)(4). It was reported that during a stenting treatment procedure, the patient experienced a myocardial infarction (mi) and chest pains. The patient presented due to chest pain on exertion. The 75% stenosed and 12mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.8mm. The target lesion was treated with direct stent placement using a 3.0x16mm taxus element stent, resulting in 0% residual stenosis. During the index procedure, the patient experienced an mi without ischemic symptoms. There was no report of stent thrombosis or abrupt closure and the location of the mi is unknown. It was also reported that the patient experienced chest pain affecting his left arm post procedure and prior to discharge. The patient's chest pain was treated with nitroglycerin spray. The event was considered resolved without residual effects the following day and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).